Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the pacemaker transmission, it was noted that the ventricular oversensing seen in noise reversion episodes in a merlin transmission. The programming changes were performed and the patient was in stable condition.